Event description:
Customer reportedly rec'd results of 300-400 mg/dl on the advantage system and 150-190 mg/dl on professional device within 10 minutes of each other. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.